Manufacturer narrative:
The following other knee devices were also listed in this report: triathlon ps fem component: cemented 5515-f-502, lot# aafp. Triathlon symmetric x3 patella: cat# 5550-g-298, lot# 785e. Triathlon prim tib baseplate cemented: cat# 5520-b-400, lot# yruh. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "patient's right knee is snapping and locks up. If she has it bend for any period of time she has a lot of pain and a very hard time straightening. She is in severe pain. The surgeon x-rayed the knee and claims that the knee is still properly in place. The patient stated she lost 146lbs since the surgery.